Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing and the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/7/1999- supplemental report #1 sent to FDA. Corrected data entered in d-9. Device eval indicated and codes entered in h3 and h6. Device not received for eval.